Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-jun-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported that patient was in a spinal fusion surgery today when the physician accidentally cut the catheter and tied both the pump and spinal segments off. The rep stated the pump managing physician wanted to turn the pump down to minimum rate mode, but wanted to know if it would leak out of the catheter tip. Technical services discussed it depended on how good the catheter was tied off and asked how much life the pump had left. The rep needed more information and would follow up. Additional information was received from a company representative (rep) on 2025-03-28 and it was reported the catheter would be re-implanted, but the details were unknown. It was noted the pump was turned down to minimum rate. From the rep¿s understanding, the plan was to fix the catheter when it was safe to do so for the patient. Additional information was received from a healthcare provider (hcp) via a company representative (rep) again on 2025-04-08 and it was noted the rep was notified on the date of surgery. The rep did not believe that the spinal fusion was related to the device or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the healthcare provider (hcp) went back in about a month ago and ran a new catheter.